Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead became extrinsically fractured due to over rotation. The helix of the lead was extrinsically bent. Additionally, there was blood in the distal conductor and it was obstructed. Visual summary analysis indicated damage at explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the venting screw did not release and another electrode was used. No patient complications have been reported as a result of this event.